Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, a lens cover of the tibial/pelvic tracker was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event was confirmed by the service technician. During the visual inspection it was observed that the cover of the large led lens was broken off. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, a lens cover of the tibial/pelvic tracker was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.